Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. The display functioned properly with testing case. No frozen display noted. No moisture damage was found on electronic assembly and motor. The pump was unable to verify the excessive no delivery alarm due to keypad damage. The pump was received with scratched display window, cracked at battery tube threads and reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of excessive no delivery alarms and frozen screen from the insulin pump. The customer's blood glucose reading was 7.0 mmol/l. The customer received no deliver alarms during attempt to bolus. The customer took the battery out for 10 minutes and the buttons were not working. The customer reported a frozen display. After troubleshooting, the alarm did not clear. The insulin pump will be returned for analysis.